Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The customer indicated that the device would not be returned for evaluation. The serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Refer to medwatch report # 1416980-2025-01499 for the other pump involved in this event.

Event description:
It was reported that two (2) novum iq large volume pumps under-infused during patient therapy. This report addresses one of the involved pumps. The pump was running propofol at 50mcg/kg/hr which equates to 25ml/hr. The 100ml bottle had approximately 30ml left after infusing for eight hours and twenty-three minutes. The pump volume to be infused was reset to infuse the remaining fluid. When the pump indicated the infusion was complete it appeared that the volume remaining had not changed. An unspecified "serious injury" was reported with the outcome of hospitalization. No further information was provided regarding the event.